Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the hard drive was reconfigured and software was reloaded. It was also noted that the electrocardiogram (ECG) connector was loose, the latch tab on the power cord door was bent, the stylus was missing and a printer button was intermittently functioning and worn. (B)(4).

Event description:
It was reported that when installing software updates from usb (universal serial bus), an error message was received. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.